Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
The little loop to anchor the v-loc device broke during surgery, so the product couldn't be used anymore and the needed to start all over with the closure of the internal herniation. Has the product been re-sterilized prior to this incident ? No. Was the complaint product used on a patient? Yes. If the product was used on a patient: person injured or jeopardized? No. Extension of the surgery time by more than 30 mins. Or re-operation necessary? No. Blood loss for more than 250cc? No. Extension of the incision by more than 1 inch? No. Change from endoscopic to open surgery? No. Unanticipated tissue loss or irreversible damage? No. Any portion of the device or tack fall into patient cavity? No. If yes, were the pieces/tracks retrieved from the patient? Yes. Was any reinforcement material used in conjunction with the stapling device? No. Procedure:laparoscopic internal hernia repair solution:they took a new v-loc device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic internal hernia repair the little loop to anchor on the device broke during surgery, so the product couldn't be used anymore and the needed to start all over with the closure of the internal herniation. The product was used on a patient. A new device was used to complete the procedure.